Event description:
The customer alleged no audible alarm. The nellcor puritan -bennett customer support engineer cse inspected the device and could not duplicate the allleged event. The unit passed extended self testing. No parts were replaced. It is not verified that there was no audible alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.